Event description:
It was reported that (1) tlc55 device was used during an open colectomy procedure. It was reported by the rep that the surgeon attempted to fire the cutter and the firing knob wouldn't advance. The instrument was set aside and another cutter was used to complete the procedure. Extended or time by 5 mins. There was no consequence to the pt.